Manufacturer narrative:
(B)(4). If add'l info/clarification is obtained, a f/u medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The intended delivery was 480ml at a rate of 60ml/hr to be delivered over 8 hrs, however, the actual amount received was 5-6 ounces measured via measuring cup.